Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized. The customer stated they had to contact their healthcare provider because they had diabetic ketoacidosis. The customer was also assisted in programming their temp basal. Customer's blood glucose was 330 mg/dl. No additional information provided.